Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 129 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The insulin pump will be returned for analysis.